Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon further review, the observance of air bubbles represents air that is being driven from the system during priming. This will be observed from both the blood and dialysate side during prime and this does not represent a failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur.

Event description:
A customer contacted baxter to report having problems with the dialyzer not completely filing with dialysate, resulting in some airlocks in the dialyzer. This event occurred during priming and there was no patient involvement. No additional information is available.